Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/21/2021. H.6. Investigation: one open and six sealed and intact 32g x4mm pen needle samples were returned from lot. No. 0077823, cat. No. 320566. A clog test as per tp700483 was carried out on all seven samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that only 4 of 10 insulin units came out of the bd ultra-fine¿ pro pen needle. This occurred with 3 separate pen needles during the injection process. The following information was provided by the initial reporter: "insulin is not coming out of the cannula the customer stated that when she injected 10 units of insulin, insulin came out only 4 units and stopped."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that only 4 of 10 insulin units came out of the bd ultra-fine¿ pro pen needle. This occurred with 3 separate pen needles during the injection process. The following information was provided by the initial reporter: "insulin is not coming out of the cannula the customer stated that when she injected 10 units of insulin, insulin came out only 4 units and stopped."